Manufacturer narrative:
A product investigation was conducted. The returned flexible shaft (352.040, n/a) is used in a variety of trauma procedures when reaming of the medullary canal is performed. The returned shaft was received with superficial signs of routine use, and broken into two pieces in the proximal area where the shaft transitions into the coupling region, which confirmed its complaint condition and made further replication inapplicable. Broken investigation flow will be followed. The returned flexible shaft did not have a visible/legible part/lot number etched on it, which could indicate that it was either manufactured prior to the earliest available drawing for 352.040, which called for the etching of a part/lot number, or that the returned shaft¿s etching had worn off as the cumulative effect of routine use over its lifetime. Relevant drawings were reviewed and determined to be suitable for the intended design, application, and dimensional conformity when used and handled as recommended. Since a lot number was not available a DHR review could not be completed. During the investigation no, unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Upon inspection of the returned shaft it was noticed that either the shaft was manufactured prior to the earliest available drawing for 352.040 which would mean that it was manufactured prior to 07jun00, or used so often, and for so long, that its etching had worn off. Regardless, the significant unimpeded usage of the returned shaft prior to the reported complaint condition, is an indication that its material composition did not contribute to the complaint condition, and therefore further material testing would not add value to the investigation and will therefore not be performed. Dimensional check was performed per relevant drawings. Relevant feature: shaft diameter specification: area proximal to break on both returned pieces was measured and found to be conforming. Based on the available information it is not possible to determine a definitive root cause for the complaint condition. The associated flexible reamer technique guide warns that blunt reamer heads can increase intramedullary pressure and temperature significantly, and that reaming should never be done without using a reaming rod. It is possible that not following procedure and/or the use of dull reamer heads could have contributed to the complaint condition. Additionally, if the procedure involved reaming of bone which was exceptionally dense/hard, it could have also introduced complications which could have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional patient ID: (B)(6). Patient weight were not provided for reporting. Device is an instrument and is not implanted/explanted. Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Additionally, device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a procedure, a flexible reamer shaft broke at the base while reaming. Device broke into 2 parts causing a five minutes delay in surgery. Broken device was removed easily. There was no harm to patient and surgery was completed successfully. Patient outcome was reported as normal. Broken device was removed easily. This report is for one (1) 5.0mm flexible shaft. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The subject device has been received by the manufacturer and is undergoing investigation. The results of the investigation are pending completion and will be submitted in a supplemental report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.